Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 5/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 4/21/2016 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. There was one cs 177 low battery warning observed in the history due to normal battery wear. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were both undamaged. The returned battery cap was able to fit to the pump and maintain an electrical connection. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump¿s electrical current draws measured within specifications. The pump¿s cover was removed and no intermittent conditions were found to the printed circuit board or to the cgm module. The investigation was unable to duplicate the original ¿short battery life¿ complaint. The product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).